Manufacturer narrative:
The model number, serial number, and the date of manufacture have been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The "describe event or problem" section has been updated with new information provided regarding the details of the alleged incident. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued. Attorney represented.

Event description:
Received letter from an attorney advising he's representing above customer who was injured on her go go elite scooter. Customer was traveling up a wooden ramp at a marine park when customer alleges the scooter stopped and rolled backwards.

Event description:
Received letter from an attorney advising he's representing above customer who was injured on her go go elite scooter.

Manufacturer narrative:
The complete model number, serial number, and the date of manufacture have not been provided at this time. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from an attorney advising he's representing above customer who was injured on her go elite scooter.